Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after slitting the catheter there was a ¿plastic strand¿ attached to the catheter. It looks like it¿s the inner coating of the catheter. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated that the mechanical operation of the catheter shaft was damaged during slitting. The mechanical operation of the catheter shaft was kinked/buckled. The mechanical operation of the catheter shaft was kinked. Visual analysis of the lead indicated damage during use. The analyst noted that the catheter was returned with severe damage. The ¿plastic strand¿ is a material, which was peeled out from the inside of the catheter shaft. That material¿s a part of the design. If information is provided in the future, a supplemental report will be issued.